Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that after firing the pph01 instrument, the plastic ring did not break and this caused a malfunction of the blade and only cut one side. Moreover the device remained blocked in the b. Had to extract the device with strength and this caused a small mucosa laceration that was sutured by hand.